Event description:
Customer reported that the insulin pump alarmed motor error during the basal. Customer also stated that the pump stopped giving her insulin after the motor error. Caller reported that the pump was exposed to an MRI. Customer also stated that her blood glucose level was 458 mg/dl and has treated with a manual injection. Customer's current blood glucose level is 180 mg/dl. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.